Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): temperature tests prior to repair revealed the following results in a timeframe of 1 minute: point 1: 73.5 degree fahrenheit - point 2: 75.3 degree fahrenheit. Analysis found the unit operated within normal parameters, finding no fault or out of specification conditions with the device. The device was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned. Evaluation is anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that heat was experienced with a legend stylus touch motor preoperatively. This is the only information provided and there was also no report of patient/staff impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.